Event description:
It was reported to covidien on 01/26/2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the patient had her palindrome sapphire placed in (B)(6)2009 and in (B)(6)2009, the catheter was noted to be extruding from the site, with no tissue ingrowth on the cuff. The catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.